Event description:
Hill-rom technician found that the head section was stuck at approximately 50 degrees. He found that the head gas spring was frozen. He replaced the head gas spring and the head section functioned properly. The stretcher was found out of service in a hallway and there were no alleged injuries.